Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/4/2021 h6 component code: g07002 - device not returned additional information was requested, and the following was obtained: the test results paper was received from the surgeon. The main result mentioned was ¿diagnosis, conclusion: blood thrombus: hematoma¿. The result was performed by national pathology center on 5 cubic centimeter sized sample (respondent age of 75, male). The sample was received on (B)(6) 2020. Even though, this is the only official diagnosis result, however in mongolian hospitals there is not enough diagnosis testing system to prove whether it is caused by our products or not. There was no other issue regarding the same referenced product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What are the name and date of index surgical procedure? What are were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative expiration? Please clarify what is meant by ¿didn¿t spreads well enough while swirling around the edges¿. What was the final cause of death? Please confirm that the date of death was (B)(6) 2020. Does the surgeon believe that there is a deficiency or defect in the product that caused or contributed to the event? Are representative samples available to be returned for analysis. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and absorbable hemostat was used. During surgery, while blood loss happened, surgeons tried to use absorbable hemostats on the bleeding area, which was the brain surface. However, the absorbable hemostat didn¿t spread well enough while swirling around the edges, and didn¿t adhere well to bleeding area like before. And the investigation is on the progress whether the cause of death is connected with absorbable hemostat, since the bunch of residues on the surgery area was visible during the autopsy. Additional information was requested.